Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular lead exhibited a failure to capture and high pacing impedance. The issue was later observed and confirmed when the patient presented for a follow-up in the clinic. Additionally, a possible pacemaker header anomaly was suspected. No intervention was performed and the patient was in stable condition.

Event description:
New information noted that programming changes were made and the patient experienced no consequences.